Event description:
It was reported that the pt was experiencing acute pain. The physician indicated that the pt was unable to verbalize the intensity of the pain or where it was coming from, but the father of the pt indicated that the pain went from the catheter tip down through the pt's toes. The event began approx two weeks prior to the report; the pt was implanted in 2008. The physician also reported that the spasticity level seemed to be decreased following the implant, but the pain had increased. It was reported that the pt had CT scans, x-rays, blood work, and urinalysis, and that an MRI was planned. No results were reported. The pt's location was unk and the pt's status was undetermined. The concentration and daily dose of baclofen being delivered via the pump were not reported.